Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use; the unit had confirm auto bipolar in which activation may occur with contact of any material. A non-medtronic bi-polar insulated forceps was used as a test instrument. Another instrument worked on the ft10 diathermy. There was no patient involvement.

Event description:
It was reported that prior to use, the unit had confirm auto bipolar in which activation may occur with contact of any material. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the pins inside the monopolar 2 were broken and the monopolar 1 was worn out. Functional testing found that the ft10 was working correctly. The issue was resolved by replacing the monopolar 2 and monopolar 1 receptacles. It was reported that the unit had an auto bipolar issue. The reported issue was confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: could not correctly dock the ft10 to vlex and was unable to set the country code on a new control pcba with vlex. The most likely cause for the additional condition was traced to software coding. Another unreported condition was identified: the pins inside the monopolar 2 were broken. The most likely cause for the additional condition was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.